Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-mar-2018 with the following findings: during the investigation, a review of the black box history showed no evidence of any power reset events. Unrelated to the original complaint, the battery compartment was found to be cracked from the threads down to the case seal. The returned battery cap was undamaged and able to fit. The battery cap was fastened, and then unscrewed a half turn with no reboots occurring. The pump¿s ¿ez-prime¿ steps were performed correctly. No power interruption occurred during the investigation. Investigators were unable to duplicate the ¿no power¿ complaint. The pump¿s cover was removed, and no moisture corrosion or any intermittent condition was found to the power printed circuit board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.